Event description:
It was reported that 11 as lvp 20d 1.2m sets from lot 20115719, and 2 sets from lot 20105929 were blocked/occluded during use. This complaint was created to capture the 6th of 6 related incidents. The following information was provided by the initial reporter: "tubing filter cloted." "Lipids unable to flow through filter when priming." "Priming intalipids + owce fluid at filter- would not prime" "when priming lipids with lipids tubing, lipids would not prime past the filter point although all calmps were open." "Priming intra lipids and fluid wouldn¿t pass the filter."

Manufacturer narrative:
Correction: additional samples were received by the customer. The following information has been updated: b.5. Describe event or problem: it was reported that 11 as lvp 20d 1.2m sets from lot 20115719, and 2 sets from lot 20105929 were blocked/occluded during use. This complaint was created to capture the 6th of 6 related incidents. The following information was provided by the initial reporter: "tubing filter cloted." "Lipids unable to flow through filter when priming." "Priming intalipids + owce fluid at filter- would not prime" "when priming lipids with lipids tubing, lipids would not prime past the filter point although all calmps were open." There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 20115719. D.4. Medical device expiration date: 2023-11-04. H.4. Device manufacture date: 2020-11-04. D.4. Medical device lot #: 20105929. D.4. Medical device expiration date: 2023-10-08. H.4. Device manufacture date: 2020-10-07.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2010592, d4: medical device expiration date: na, h4: device manufacture date: 2020-10-07. H6: investigation summary 13 unused samples model 2202-0007 were returned for investigation. Prior to functional testing the sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. Sets were attached to an IV bag containing blue dye water and allowed to prime with gravity. All sets were successfully primed. Sets were then attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples were successfully primed. The customer complaint that the lipids and fluid would not prime and pass the filter was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2202-0007 lot number 20115719 was performed. The search showed that a total of 7683 units in 1 lot number was built on 05nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2202-0007 lot number 20105929 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text: see h10.

Event description:
It was reported that 11 as lvp 20d 1.2m sets were blocked/occluded during use. This complaint was created to capture the 6th of 6 related incidents. The following information was provided by the initial reporter: "event 1 (row 5), occurrence: 1, event date: 14-oct-2020, material #: 2202-0007, batch/ lot #: 20026414, it was reported that the tubing filter clotted. Verbatim: tubing filter clotted. Event 2 (row 8,9), occurrence: 2, event date: 02-mar-2021, material #: 2202-0007, batch/ lot #: 20105929, it was reported that lipids were unable to flow through the filter when priming, verbatim: lipids unable to flow through filter when priming. Event 3 (row 11, 12), occurrence: 2, date of event: 05-mar-2021, material #: 2202-0007, batch/ lot #: 20105929, it was reported that the medication would not prime, verbatim: priming intralipids + owce fluid at filter- would not prime. Event 4 (row 13, 14), occurrence: 2, date of event: 11-mar-2021, material #: 2202-0007, batch/ lot #: 20115719, it was reported that the lipid tubing would not prime, verbatim: when priming lipids with lipids tubing, lipids would not prime past the filter point although all clamps were open. Event 5 (row 15), occurrence: 1, date of event: 13-mar-2021, material #: 2202-0007, batch/ lot #: 20115719, it was reported that the lipids and fluid would not prime and pass the filter, verbatim: priming intra lipids and fluid wouldn¿t pass the filter."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 11 as lvp 20d 1.2m sets were blocked/occluded during use. This complaint was created to capture the 6th of 6 related incidents. The following information was provided by the initial reporter: "event 1 (row 5) occurrence: 1. Event date: (B)(6) 2020. Material #: 2202-0007 . Batch/ lot #: 20026414. It was reported that the tubing filter clotted. Verbatim: tubing filter cloted. Event 2 (row 8,9). Occurrence: 2. Event date: (B)(6) 2021. Material #: 2202-0007. Batch/ lot #: 20105929. It was reported that lipids were unable to flow through the filter when priming. Verbatim: lipids unable to flow through filter when priming. Event 3 (row 11, 12) . Occurrence: 2. Date of event: (B)(6) 2021. Material #: 2202-0007. Batch/ lot #: 20105929. It was reported that the medication would not prime. Verbatim: priming intalipids + owce fluid at filter- would not prime . Event 4 (row 13, 14). Occurrence: 2. Date of event: (B)(6) 2021. Material #: 2202-0007. Batch/ lot #: 20115719. It was reported that the lipid tubing would not prime. Verbatim: when priming lipids with lipids tubing, lipids would not prime past the filter point although all calmps were open. Event 5 (row 15). Occurrence: 1. Date of event: (B)(6) 2021. Material #: 2202-0007. Batch/ lot #: 20115719. It was reported that the lipids and fluid would not prime and pass the filter. Verbatim: priming intra lipids and fluid wouldn¿t pass the filter."